Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 297 mg/dl. Troubleshooting was initiated. The drive support cap appeared normal. However, there was one air bubble in the tubing that was about an eighth of an inch in size. The customer declined to prime the air bubble out. The customer was assisted in programming a bolus. No products were returned or replaced.